Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock due to ventricular tachycardia. Additionally, in (B)(6) 2021 the patient experienced syncope, presented to the hospital and was found to be having ventricular tachycardia. The ICD delivered a shock and no further shock was needed. The patient was hospitalized from (B)(6) 2021 to (B)(6) 2022. This device was reprogrammed and medication was adjusted. It was not known what caused the syncope and if the hospitalization was due to the device or patient health condition. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event describe event or problem for more information regarding the specific circumstances of this event.